Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. After the warm-up period the cgm value displayed was 299 mg/dl and 5 minutes later it changed to urgent low. The patient's spouse gave the patient honey and 4 pieces of candy to eat based upon the false low value. No symptoms were documented at the time of the event. After the cgm values did not increase, the spouse administered glucagon and called emergency medical services (ems). Approximately 30-40 minutes later the bg finger stick value was 365 mg/dl. The patient went to the emergency room (ER) and did not notice what medication was provided. Six hours later she was discharged in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.